Event description:
Pt sustained perforation of jejunum after feedings began utilizing ph guided naso-jejunal feeding tube. No problems were noted with the insertion of the feeding tube and radiological placement confirmed correct positioning. Pt developed hypotension and required surgical intervention for the repair of the jejunal perforation.